Event description:
It was reported that a device was used during a mid anterior resection. The device was very difficult to fire. After firing, the surgeon noted that the staples were malformed. The case was completed with hand suture. There were no consequences to the patient.